Event description:
While the patient was receiving continuous venovenous hemofiltration, the nurse was attempting to adjust the patient fluid removal rate when the prismaflex touch screen became unresponsive and the machine generated "malfunction: memory error (6)" alarms. The nurse was unable to hand crank the blood in the circuit back to the patient. The blood in the extracorporeal circuit was not returned to the patient and as a result the patient sustained a blood loss of 186 ml. The patient received a transfusion of 1/2 unit of packed red blood cells. No further clinical info was provided.

Manufacturer narrative:
A hosp biomedical engineer inspected the prismaflex machine. He could not reproduce the problems reported and found the prismaflex to be operating according to the MFR's specification. The prismaflex was returned to service. In the later, prismaflex software versions sw version 4.00/5.10 improvements were made to address the cause of the memory error code 6 alarms. The software version 4.00/5.10 is pending FDA approval, k083775, submitted (B)(6), 2008.